Event description:
The pt box stopped cycling while on a pt. The nurse started manual ventilation while the respiratory therapist troubleshot the ventilator. No alarms were identified. The therapist manipulated the pt box and pt circuit and the pt box started cycling. The ventilator delivered several breaths but then stopped again. The entire life pulse ventilator system that includes the pt box was switched out with another life pulse ventilator system. After the pt was stabilized and a chest x-ray was taken, it indicated bilateral pneumothoraxes. Over a period of hrs, the pneumothoraxes resolved and the pt's settings returned to values similar to what they were prior to the incident. It is difficult to determine at what point the pneumothoraxes occurred. They could have developed as a result of the manual ventilation as this is not common.

Manufacturer narrative:
Device has not been returned by the hosp. Failure investigation was conducted on model 312 pt boxes from the same user facility and MFR during the same time frame. The failure investigation revealed metal fillings on the pinch valve shaft and in the solenoid bearing caused by burrs at the e-clip groove on the pinch valve shaft of the pinch valve solenoid component. The problem was corrected by cleaning the shaft, de-burring the e-clip notch, and re-tubing the inside of the valve coil. The root cause is determined to be burrs in the e-clip notch. A change order was initiated to include a requirement for "no burrs" in the component spec and to verify no burrs in the incoming inspection criteria. A risk analysis was conducted. A corrective and preventative action record, has been initiated to furnish a loaner pt box to hosps so that the 290 potentially affected pt boxes can be returned to be repaired by cleaning the pinch valve shaft, de-burring the e-clip notch, and re-lubing the inside of the valve coil. The pinch valve is inspiratory / inhalation and controls breaths. A device failure was confirmed but it cannot be determined whether it contributed to the condition of the pt.